Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the (B)(4) proximal seal unraveled during loading. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.